Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place due to patient anatomy. The vascular malformation was so significant the lead got twisted making it difficult maneuver and eventually the lead fractured and helix would not retract. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched and damaged at implant. The analyst noted the helix will not extend due to distal conductor distortion throughout the lead from stretching. If information is provided in the future, a supplemental report will be issued.